Event description:
Pt undergoing laparoscopic hand-assisted l nephrectomy using ethicon 45 mm stapler. (6t 345) stapler misfired in attempting to cut renal artery & vein; cut, but did not staple necessitating conversion to open procedure. Excessive blood loss (1400 cc) and prolonged surgery time. "During these emergency maneuvers I believe a tear was made in the spleen by one of the retractors. The pt had one moment of hemodynamic instability with systolic blood pressure in the 70's, which responded to effedrin and fluid challenge. Pt awakened from anesthesia without difficulty and transferred to recovery awake, alert and in stable condition."

Manufacturer narrative:
(B)(4).